Event description:
Event: partial jacket retraction. Event narrative: during jacket retraction, the jacket tore and separated near the jacket lock knob. Although the hooks were exposed, the physician was able to remove the device without injury to the patient. A second ancure device was not available for use. The procedure was completed using a competitor's graft.